Event description:
Nurse said as she was putting fresh linen on the bed, the head and knee sections started going up on their own. Patient was not in the bed when incident occurred, she was sitting in a chair.

Manufacturer narrative:
Technician could not duplicate problem but, I did find that the head up and down controls on the left hand caregiver pcb were not functioning. He replaced left hand caregiver pcb.